Event description:
It was reported that the patient was admitted to the hospital for feeling dizziness and syncope. The right ventricular (rv) lead had no capture and high threshold. The lead was initially reprogrammed. During the surgical procedure to determine the status of the lead, it was found that the setscrew on the device was not set and the lead was easily pulled out of the device header without loosening the setscrew. The lead was tested then reinserted into the device header. The setscrew was tightened and a pull test was performed. The lead was tested through the analyzer and it was functioning within normal limits. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 implantable pacing lead 2006 (B)(6); addr01 implantable pulse generator (ipg) 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricular (rv). Ventricular capture management trends shows threshold increased to 2.25v the week ending 2013-08-28 and remained slightly increased and variable from baseline of 0.625v. Lead warning occurred on 2013-09-30.